Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. It was noted that the patient had undergone an unrelated surgical procedure on (B)(6) 2016 and was exposed to electrocautery. After a device software download was performed, normal device function resumed. The patient was in stable condition throughout the device interrogation and would continue to be monitored.